Event description:
It was reported that the customer had low blood glucose levels of 40 mg/dl. The customer reported experiencing erratic blood glucose levels including high blood glucose levels that were difficult to manage. The customer admitted to using the sensor glucose reading of the insulin pump as the basis for treatment. The customer was advised to treat based on the blood glucose meter. The customer also reported multiple sensor error alerts from the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).